Event description:
A dialysis facility reported that a pt complained of feeling heavy and was observed to have facial edema after a hemodialysis treatment. Based on the reported pre and post dialysis weights, the pt gained about 5.7 kg (0.4 was from the saline given). The pt was dialyzed again to remove some of the fluids and returned the next day for an extra treatment. There was no serious pt injury.